Event description:
Reported as "balloon portion leaked." Follow up findings: further clarification of event reported as "during procedure, band popped. Doctors stated minor pressure was placed when band popped, this should not have popped with minor pressure. Band was removed and returned to inventory dept. A second band was opened and placed in pt."